Event description:
Event description guidant received information that implantable cardioverter defibrillator (ICD) displayed undersensing of the ventricular lead. The electrogram was unable to be faxed to tech services for an opinion. Since that time the patient was in sinus rhythm and the device appeared to be sensing appropriately. The ventricular sensitivity was reprogrammed to most. Atrial sensing and pacing was appropriate.